Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month following implant, the left ventricular (lv) lead exhibited an elevated pacing threshold and a chest x-ray showed lv lead dislodgement. The lv lead was explanted and replaced. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.